Manufacturer narrative:
One pneupac parapac plus was returned for analysis in good condition. Functional testing was performed; no discrepancies. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was "unable to ventilate an intubated patient" immediately on use. The reporter stated that "adding peep caused pressure to go above 80". Subsequently, the patient had to be "bag valve mask ventilated to obtain good ventilations. This process was used until the transport company arrived to transport the patient". There was no patient injury associated with this occurrence.